Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. Customer found that o2 tanks being utilized did not provide enough flow to unit. Customer switched o2 source to wall supply and flow is normal.

Event description:
Customer contacted technical support (ts) stating that unit failed oxygen (o2) flow accuracy testing. The customer reported there was no patient involvement. Event date not specified, estimate used.